Event description:
It was reported that during a laparoscopic galle procedure the clips didn´t close/or very difficult. Clips made "waves". There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.